Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient the patient experienced mechanical issues with this artificial urinary sphincter (aus) leading to a revision surgery. Upon clinical examination, troubleshooting was attempted by cycling the device. It was identified that there was air in the cuff and fluid leak was observed, however, its location was not identified. All components of the existing aus were explanted and replaced with a new device. No patient complications were reported.